Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse called and requested assistance in reviewing the customer's insulin pump settings. The nurse stated that she does not know how the device operates. The nurse also stated that the customer was in process to be admitted in the hospital for high blood glucose. No further info was provided.